Event description:
A malfunction alarm was reported, specifically showing malfunction 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.